Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis xp system. During an interventional procedure, the rtc-pc (real time controller) crashed and attempted to restart. A restart was unsuccessful and an external ECG monitor was used to complete the procedure. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed a hardware defect of the real time computer (rtc) of the sensis xp. The hard disk (hd) of the computer was corrupted. The log files were contained on this hd, therefore, they could not be provided for investigation. The system was serviced on site by a siemens service engineer and works as specified. The spare part consumption has been checked, however, no general error could be identified. The hard disk was exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.